Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging cable did not slide into the pump usb port easily. The customer's blood glucose level was 100 mg/dl. Reportedly, the customer was still able to successfully charge the pump. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.